Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported impact to the customer¿s blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.